Event description:
A 47 year old pt was implanted in january 1999 with an intergard woven (igw1407) for abdominal aorta replacement. The left branch of the graft occluded (white thrombus) in april 1999 and had been replaced with an 8 mm straight graft. Later, the pt had occlusions at the distal portions on both sides (undetermined timeframe). Explantation of the entire bifurcated graft was scheduled for november 12th and was to be sent to intervascular for analysis.